Manufacturer narrative:
The insulin pump was received with unresponsive buttons and a button error alarm due to corroded keypad traces. The pump had a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose was 180 mg/dl. The customer stated that the pump was not exposed to moisture and it was reset for 48 hours. The issue was not resolved. Customer will need a replacement pump.